Event description:
It was reported that guidewire fracture occurred. The 95% stenosed target lesion was located in the non-tortuous and severely calcified left external iliac artery. A 035/260/1 amplatz - pi guidewire was selected for use in a percutaneous coronary intervention (pci). However, while accessing the right femoral artery with a sheath up and over the aortic bifurcation, the wire fractured and prolapsed into the aorta. The device was removed intact and the procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. Overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device was inspected and it had the distal tip damage, unraveled. No more visual damages were found in the device. Detailed pictures of the tip damage were taken and it was possible to observed the core wire separated from the distal end solder ball. Outer diameter of distal tip, middle of the device, and the proximal section are within specifications. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported that guidewire fracture occurred. The 95% stenosed target lesion was located in the non-tortuous and severely calcified left external iliac artery. A 035/260/1 amplatz - pi guidewire was selected for use in a percutaneous coronary intervention (pci). However, while accessing the right femoral artery with a sheath up and over the aortic bifurcation, the wire fractured and prolapsed into the aorta. The device was removed intact and the procedure was completed with another of same device. No patient complications were reported.